Event description:
The customer states that she rec'd blood glucose results in the 300's (mg/dl) to 150mg/dl on the accu-chek aviva system. The customer also reportedly rec'd the following results on the accu-chek aviva system: 336mg/dl, 146mg/dl and 134mg/dl. The aforementioned results were obtained within 10 minute timeframes. No reported actions taken. No adverse event reported. New system sent to customer and return requested.